Event description:
It was reported that in one day the right ventricular (rv) lead exhibited high, pacing impedance measurements then went back to normal. Technical services (ts) reviewed and found the pacing impedances went up however, the shock impedances did not. Review of an episode found no observations of noise however, there was p wave oversensing on that same day. The health care professional (hcp) suspects that isometrics and pocket manipulation was performed however, was not there at the time the patient was seen in the clinic. Ts recommended to confirm troubleshooting was performed if not, would consider bringing the patient in for further evaluation and discussed possible causes. At this time, this device and the rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).